Event description:
It was reported during the permanent procedure the first surgical lead placed tested with high impedance. The lead was removed and replaced with an identical model. The procedure was extended by 10 mins and the case completed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.